Event description:
(B)(4). Depression, horrible pelvic pain, lower back pain, gastritis all the time, n/v/d, horrible headaches, hair loss, abdominal pain, painful cramps during periods, random bruising, weight gain, eating healthy and exercising doesn't help with weight gain, horrible painful acne all over my body, lack of sex drive, tired all the time, no energy, broken teeth.